Event description:
It was reported that "the anesthesiologist intubates the patient, at the moment of wanting to inflate the balloon it no longer inflates, the anesthesiologist comments that it was possibly punctured. The anesthesiology assistant confirms that the balloon was in perfect condition before the procedure to intubate". There was no report of patient impact or consequence. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer provided four photos but was unable to be confirm the failure mode reported as "inflation issue - unable to inflate". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 50 samples were taken from the current production; the samples were visually inspected, and issue reported "inflation issue - unable to inflate" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.